Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage at the luer connection. The following information was provided by the initial reporter. The customer stated: "the patient using indwelling needle experienced leakage today. The leakage problem occurred at the junction between septum and syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/15/2021. H.6. Investigation: our quality engineer inspected the sample and video submitted for evaluation. Bd received one used unit and one video. Initial visual inspection of the returned sample did not find any damage to the unit. The unit was tested for leakage in both the actuated and unactuated positions. The unit only leaked in the unactuated position. The reported defect was confirmed. Upon microscopic inspection of the bottom disk, a half circle aperture was noted toward the outer rim of the disk. Also a small amount of damage was noted to one end of the top disk slit. Based on the location of the damage, the defect was most likely linked to the manufacturing process. Damage to the septum may occur during the manufacturing process due to misalignment or a damaged part. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage at the luer connection. The following information was provided by the initial reporter. The customer stated: "the patient using indwelling needle experienced leakage today. The leakage problem occurred at the junction between septum and syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.